Manufacturer narrative:
(B)(4). The device was not returned for evaluation as it remains implanted in patient. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The reported patient effects of angina and thrombosis are listed in the xience sierra, everolimus eluting coronary stent system (eecss), instructions for use (IFU) as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure on (B)(6) 2018 was to treat a lesion located in the left anterior descending (lad) coronary artery. The patient was stented with a xience sierra 2.5 x 38 mm at (B)(6) medical center. On (B)(6) 2018 the patient presented to (B)(6) hospital with chest pain and thrombosis of the implanted stent was observed. An optical coherence tomography (oct) was performed and it was noted that the wrong size stent had been used as treatment for the lesion. A 4.0 balloon was then used as treatment to reopen the lad. The diagonal branch was also stented at this same time to re-open the flow. Patient is doing well. No additional information was provided.